Event description:
It was reported that there was noise on the right atrial (ra) lead and right ventricular (rv) lead channels of this pacemaker system. Technical services (ts) analyzed device episode data and found that there was oversensing of this noise which resulted in stored atrial tachy response (atr) and ventricular episodes. It was noted that the noise in the ventricular episode appeared to be due to electromagnetic interference (emi). Ts suggested that the patient be brought in to clinic and isometric and pocket manipulation testing be performed. No adverse patient effects were reported. Currently, this pacemaker remains in service. According to additional information, this pacemaker was explanted during normally scheduled generator change out procedure. A new pacemaker was successfully placed. No additional adverse patient effects were reported outside of replacement procedure.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that there was noise on the right atrial (ra) lead and right ventricular (rv) lead channels of this pacemaker system. Technical services (ts) analyzed device episode data and found that there was oversensing of this noise which resulted in stored atrial tachy response (atr) and ventricular episodes. It was noted that the noise in the ventricular episode appeared to be due to electromagnetic interference (emi). Ts suggested that the patient be brought in to clinic and isometric and pocket manipulation testing be performed. No adverse patient effects were reported. Currently, this pacemaker remains in service.